Event description:
It was reported that the patient experienced keratitis stage 4+, epithelial defect, punctate epithelial erosion (pee) following laser vision correction surgery. Post ¿ operative information: od: 5mm central epithelium defect, os: 5mm epithelium defect, visual acuity (va): od: 20/60- os: 20/150+. 10 days, od: 4+ punctate epithelial erosion (pee), os: 3+ pee, visual acuity (va): od: 20/100 os: 20/200. 24 days, od: 4+ keratitis, os: 4+ keratitis, visual acuity: od: 20/150 os: 20/150-. 1 month 22 days, od: 2+ keratitis, os: 2+ keratitis, visual acuity: od: 20/25- os: 20/70.

Manufacturer narrative:
Date of event: unknown. Device manufacture date - not available at the time of this report. (B)(4). Central epithelium defect. (B)(4). Punctate epithelial erosion. The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: 1. Use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. 2. Empty reservoir in sterilizer nightly. 3. Stop using talc free gloves. 4. Use non-fragmenting lasik sponge. 5. More aggressive use of topical steroids when the diagnosis of dlk is made. 6. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.